Event description:
It was reported that the patient presented for follow up with a complaint of a thumping sensation after a fall. A chest x-ray revealed that the right ventricular lead was dislodged and had attached to the atrium. The patient was scheduled for lead revision where an unsuccessful attempt was made to reposition the lead. It was noted that the helix failed to deploy. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and extra cardiac stimulation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix was able to be extended and retracted with torque directly at the connector pin. The full helix extension length measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.